Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited no image, the scope connector was dirty, and the auxiliary water tube had white foreign material. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of accumulation of dirt on the scope connector and foreign material in the auxiliary water tube could not be established. Additionally, no image was caused due to corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.